Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/10/2016. (B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007, and a mesh was implanted concurrently with diagnostic laparoscopy, laparoscopic lysis of adhesions, and ventral hernia repair with mesh, due to ventral hernia with incarcerated bladder. It was reported that following insertion the patient experienced infection, urinary/bowel problems, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient underwent transvaginal sacrospinous ligament vault suspension, rectocele/cystocele repair, mid urethral sling excision, and cystoscopy on (B)(6) 2014, due to rectocele, vaginal vault prolapse, cystocele and voiding dysfunction. No additional information was provided.